Manufacturer narrative:
(B)(4). Batch # n90d1w. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the device have clips that were malformed or scissored (didn¿t clip properly)? If no, please clarify what is meant by, ¿the device blocked and didn¿t clip properly after several clips.¿

Event description:
It was reported that during a mamma resection procedure, the device blocked and didn't clip properly after several clips. It is unknown if the device was empty or not. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.